Event description:
Boston scientific received information that out of range pacing impedance measurements were noted on the right atrial (ra) and right ventricular (rv) leads. Ra impedance measurements were greater than 3,000 ohms with noted noise. The device system would continue to be monitored by the patient's physician. To date, no adverse patient effects were reported with this clinical observation.

Event description:
It was later reported that the patient implanted with this device system was not chronotopically incompetent, and was often presented in normal sinus rhythm. Daily measurements display major fluctuations in lead impedances, with noise presented on the ra lead. There was intermittent ra loss of capture (loc) at lower thresholds. Upon further review, p-waves were intermittently observed in refractory, with a rhythm of 900ms to 1,000ms. Technical services discussed the observations and programming recommendations. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that the clinical facility retained the device, therefore, it would not be returned to allow for reliability analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that noise was present on the ra and rv electrograms. The device delivered one shock. The noise was not able to be recreated. Variable impedance measurements have occurred, including less than 200 ohms and greater than 3,000 ohms. The ra lead has exhibited loss of capture and noise. Recent lead testing indicated no out of range measurements. A revision procedure was performed and the device and the ra lead were explanted. The rv lead was unable to be fully explanted and was partially abandonded. No adverse patient effects were reported during the procedure.